Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion error which was not reproduced. Upstream occlusion error was verified through a review of the event history log. Evaluation ran the device for 15 minutes at the rate of 400ml and the issue was not reproduced. Evaluation determined the device requires no correction. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion error. There was no patient involvement. No additional information is available.